Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and during functional testing. The processor board and load cell amp cable were replaced to address the issue. The platform failed the initial functional testing due to a system error, (latch error 136 - internal parameter corrupted) was observed upon powering up the device. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged top cover and the front enclosure was observed. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in december 2008 and is 10 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and the archive data shows system error 136 - internal parameter corrupted, thus confirming the reported complaint. Following the repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the (B)(6) patient for 15 minutes and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed " system error, out of service, revert to manual CPR" error message. No patient involvement.